Manufacturer narrative:
The pump has not been returned to animas. The pt is working with his hcp to adjust his insulin doses. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated by emergency medical services for hypoglycemia.